Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the following: due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the image guide protector had a cut, and the following had scratches: the grip, universal cord, and the objective lens. Additionally, the following had stains: the scope cover, switch box, bending section cover, and the universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had wrinkles on the connecting tube. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: the forceps elevator had foreign material and the up and down knob, right and left knob, forceps control lever, and connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it likely that there was a foreign substance adhering to the forceps base and the insertion site, but it was not possible to identify the foreign body. The cause of the residual foreign matter could not be identified. Olympus will continue to monitor field performance for this device.